Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: 3.0.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. The correlation to action # 98586 could not conclusively be determined because the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results including a determination of correlation to action # 98586.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 40 mg/dl while wearing the pod longer than 48 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). The patient also reported the adhesive was not secure due to leaking from the pod. Symptoms reported include feeling dizzy and lightheaded. The patient was treated with food, liquids such as water and insulin. The patient removed the pod prior to hospitalization. The patient was released four days later on (B)(6) 2026.